Event description:
During an atrioventricular nodal reentry tachycardia ablation procedure the catheter was damaged following a steering issue. Following transseptal access the coronary sinus (cs) catheter was inserted via femoral access and tension was noted. Once in the heart the catheter did not deflect as expected. The catheter was removed for visual inspection and a break in the outer insulation was noted. A new catheter was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One inquiry steerable diagnostic catheter was received for evaluation. The catheter had bends in the shaft; however, the reported break in the outer insulation exposing internal components was not confirmed. A device history record was not reviewed as the batch number was not available.